Manufacturer narrative:
Correction: aware date (g3) on previous initial MDR is18may2021.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results on ID now covid-19 assay on (B)(6) 2021 on a direct tested nasal kitted swab. The patient voluntarily went for testing at the facility and received positive results. The patient requested a re-test based upon not having symptoms. Repeat testing was performed (x2). The patient's initial test was performed (B)(6) 2021 9:39am generating positive results. The second test was performed on (B)(6) 2021 at 2:45pm generating negative results. Date and time for the 3rd test was not provided, the 3rd test generated negative results. Confirmation testing was performed on nasal swabs with naat rapid diagnostic test generating positive results. The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.